Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the mid left anterior descending artery with moderate tortuosity and moderate calcification. The 2.0 x 15 mm tenku balloon catheter was advanced without issue for pre-dilatation; however, the balloon ruptured during the first inflation of 10 atmospheres (atm). The device was easily removed and a non-abbott balloon catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue. Guide cath: heartrail ii 6f. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. This medwatch correspond to the device currently marketed for sale in the us.